Event description:
It was reported to medtronic minimed that the customer had passed away on (B)(6) 2025, and the cause of death was myelodysplasia. The customer reported a blood glucose value of 400 mg/dl. The customer reported the hyperglycemia and hypoglycemia. The event involved products mmt-332a, mmt-1880, and mmt-381a. Troubleshooting was performed and found that the document of any health issues or illnesses that may have contributed to or led up to passing was the myelodysplasia and diabetes. The customer was stated that the pump was not worn at the time of passing. No product return is required for mmt-332a, mmt-1880, and mmt-381a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 190 pounds to 0 pounds. So, the correct patient weight as per new additional information is 0 pounds (customer had confirmed that he does not know his weight). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.